Manufacturer narrative:
Concomitant medical product(s): 6945-65 lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered lead integrity alert (lia) for oversensing of noise. It was noted that the patient was holding an electrical device at physical therapy. The cardiac resynchronization therapy defibrillator (crt-d) exhibited pacing inhibition during the time. The device and lead remain in use. No patient complications have been reported as a result of this event.